Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave constant upstream occlusion during the volume test. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: b5: additional information received by ICU medical on 02-mar-2022 via email attached in complaint object: failure found at our in-house testing facility, no patient was involved. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated, pump passed all functional tests. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.